Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0l6ey, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0csud, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that stimulation was good during the day, but the patient was wetting at night. The patient wore pads at night. The patient increased stimulation from 1.2 to 1.3 on program 4 because the patient could ¿hardly feel it.¿ it was also reported that nobody reviewed with the patient on how to use the patient programmer. It was reported 4 days later that the patient program might have gotten ¿bumped.¿ the patient then reiterated that she was getting good symptom control during the day, but not at night. This issue had occurred since implant. The patient saw her healthcare provider (hcp) on (B)(6) 2014 and was put on a new medication, generic version of vesicare. The patient was given a timeframe of 6-8 weeks to monitor symptoms. Additional information received reported that the patient was still having concerns with her device or therapy and was working with the doctor or manufacturer representative. The patient had an appointment scheduled for (B)(6) 2014. The patient last spoke with the manufacturer representative on (B)(6) 2014. It was reiterated that the patient had a decrease in therapeutic effect at night. It was also stated that the patient experienced a shocking or jolting sensation when moving or lying down. Stimulation was currently at 1.9 volts and it was not hurting. The patient felt more stimulation with movement. When the patient had stimulation turned down in bed, ¿it was like an electrical shock.¿ the patient reportedly did not touch stimulation and it then later quit. It was also stated that the patient increased stimulation at night; had it up to ¿3 something.¿ the patient also experienced some leaking, but not a lot. The patient¿s first follow up was on (B)(6) 2014. The patient was told not to touch anything until her next appointment on (B)(6) 2014. The patient currently changed to oxybutynin for bed wetting. It was noted that the patient¿s bowels improved even though the ins was implanted for bladder symptoms. It was reported approximately 3 weeks later that the manufacturer representative had not yet spoken with the patient. Also, the manufacturer representative was not made aware of any issues.

Manufacturer narrative:
(B)(4) .

Event description:
Additional information received indicated that the last few days from the day of this call patient's symptoms had gotten worse. The patient had soaked herself. It was reported that patient symptoms were bad at first after implant, started on wetting pill on september 10 and was doing better. The patient had to increase stimulation at night or patient would leak "over the edge of the bed". The patient mentioned that the health care provider (hcp) lowered dose of the wetting pill in the morning and patient also took a night one. The patient was doing great during the day. The patient was getting better during the night, haven't had any leaking but wakes up damp and was still wearing a prevail pad. Patient health care was notified a week prior to this call. The patient had tried not drinking after 4 or 5 at night. The patient did not expect to be on a wetting pill any longer. The patient was on program 1 and was wondering if it was weaker. The patient was at 1.6 after surgeries. The patient had increased stimulation at night because she was not always feeling stimulation. The patient stated later in the call that her symptom had gotten a little better. The patient increased stim to about 2.0 about 2 hours ago and when she increased it symptoms seemed to do better. The patient stated she would try increase at night when she still has issues. Additional information received on (B)(6) 2014 indicated that patient had problems with incontinence at night but might try increasing. The patient stated that the issue stated a year ago after implant. It was later reported that patient did not have concerns with therapy and they are still working with it. It was noted they increased 5mg for bed wetting pills at night and morning. The patient mentioned she took sleeping pill at night and woke up damp. No new problems. Not wetting anymore during the day. The patient was grateful it was under control during the day. The patient stated they are going to leave it where it was at unless it was going to start during the day and would then call hcp. The patient had back pain since 2005 prior to implanted device was ongoing and patient's back had been aching thought she had kidney infection. The patient stated the back ache had gotten worse.the patient normally took vicodin 1x per day for the back pain. The patient also reported dry mouth and felt like bugs crawling on the right side. The patient was now at 1.7 v. The patient was thirsty all the time and did drink a lot and was wondering if that was normal. The patient also mentioned she was getting sufficient fluids and did not drink past 5 pm. The patient stated when she initially lays down she would take triscits and munchies in the bed and carrots and watches tv and that was when she started getting the trickling and patient thought it sounded like nerves. The patient was comfortable in her current state. It was noted that patient checked urine a day after this call because she thought she had another kidney infection but didn't have one.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient still had horrible symptom control during the night. They would wake up having to urinate, but had already wet themselves. They had some control during the day. The patient had not increased stimulation, but was going to the night of the call.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient got a letter every time they called the manufacturer and they just got one. The patient had an upcoming appointment with their implanting health care provider (hcp) on (B)(6) 2014. The patient still had urinary symptoms since implant although it was a little bit better. It was hard for the patient to get their ID card because they were having problems with their ribs and they wanted another ID card. The patient still had stimulation set on the same program as they did after implant. The last time when they called, they suggested the patient increase stimulation which hadn't really helped. It was noted that the patient was fused above where the device was. The patient only saw their manufacturer representative only once after surgery. The patient had better control during the day, but the last couple of days they were leaking a little bit. The patient took sleeping pills at night for a long time and they woke up wet, having to go again, and it was a little bit better the last several days. The patient was getting out of bed 4 to 5 times a night having to go again and was already soaked. The patient had a dry pair or pajamas, with 2 prevails on, a pad above prevail, and undies on over prevail. The patient first had a little bit of incontinence before their back surgeries quite a few years ago and before implant. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.